Event description:
It was reported that the patient had syncope. It was also reported that there was atrioventricular desynchrony. The implantable pulse generator (ipg) was reprogrammed and the ipg remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.